Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported a crack in the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side near the corner of the belt clip rails, scratched case. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, j6; pcba2--j1, lcd flex cable terminal. Pcba2 was plugged into a known good pcba1 and then reinserted into the case. A blank display was noted after battery installation. In summary, the customer¿s report of a crack in the battery compartment was confirmed during testing. The blank display is due to the moisture damage on the boards. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.